Event description:
A customer reported experiencing no flow during use of a solution administration stopcock device. This event occurred during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. However, it was reported that this event occurred sometime in (B)(6) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received. However, a photograph of the affected sample was provided for visual inspection, though the condition was unable to be confirmed. No cause was able to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.